Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable crej2 creatinine jaffé gen.2 result for one patient and a questionable ise indirect gen.2 sodium result for one other patient. Patient 1 initial creatinine result was 2 mg/dl and the repeat result was 4.2 mg/dl. Patient 2 initial sodium result was 132 mmol/l and the repeat result was 142 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent/electrode lot numbers and expiration date dates were requested but were not provided.

Manufacturer narrative:
The calibration data provided was within acceptable range. The quality control data provided was within the acceptable range. The lot number of the reagent lot used was 330109 with an expiration date 31-dec-2018. The precision check for creatinine indicated reagent pipetting was performing correctly. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Na.

Manufacturer narrative:
For the issue with creatinine, a general reagent issue could be ruled out based on calibration and qc data.